Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was treated with injection (inj) of reflin (1gram, per day, and route not reported) and inj. Tobramycin (40milligram, per day, and route not reported) for peritonitis. Patient outcome was unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information be received, a follow-up will be submitted.